Event description:
It was reported that the caller experienced a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, resolving the issue, and the caller successfully started a new sensor session.